Manufacturer narrative:
Health effect: f2203; imaging required. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, brown particles on the shell, and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - sharp broken on posterior assessed as unidentified (tear) opening. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "recall", visibility/palpability, inflammation/irritation, skin rash/dermatitis, lump/nodule (non device related).

Event description:
Patient reported left side "recall, having issues with her implants, and rash spreading...hardness and pain in breast." Patient additionally reported left side "rupture diagnosed via ultrasound and lump." The device has been explanted.